Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father of a customer reported via phone call that the insulin pump got wet. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump. It was also found that the pump was cracked inside of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No low reservoir alarms were noted during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alerts noted. The pump was received with moisture damage on the electronics assembly, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and minor scratches on the display window.